Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that there were no episodes recorded by the device at the time of the patient's syncope. It was also reported that there was no record that the physician believed that the syncope was related to device function.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. The lead had been programmed to high outputs. Further testing was not conducted as the patient was already prepped for surgery when the field representative arrived. The lead was explanted and replaced. No additional adverse patient effects were reported.